Event description:
During the implant procedure, while using the medtronic catheter passer, the patient experienced excessive bleeding. Physician suspects they nicked the external jugular. Physician applied direct pressure till bleeding stopped, located and tied off the vessel, and flushed the area with saline . This resolved the issue.